Event description:
It was reported that the patient lived on a farm; when she would go down to the electric fence or its charger, stimulation would increase. This would ¿cripple¿ her and ¿put her down on the ground like she was being electrocuted.¿ this occurred around (B)(6) 2013. The patient met with a company representative around (B)(6) 2013 and had the device reprogrammed. This resolved the issue. The patient turned off stimulation whenever she went to the barn. It was further reported that a company representative had met with the patient for "slight tweaking" for post operative follow up on (B)(6) 2013. This was considered to be normal following an implant. The company representative had no information regarding the shocking.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).